Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow up report will be submitted. Date report submitted to FDA by manufacturer: (B)(6) 2011. Date the initial reporter provided the info to the manufacturer: (B)(6) 2010.

Event description:
It was reported the fluid lumen broke during the ablation procedure.